Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The oversensing did not result in inappropriate therapy, however, a pacing pause of approximately 2.5 seconds was observed. A revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.